Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized on with a blood glucose level of 444 mg/dl. The customer experienced an infection in their lungs. The customer was on steroids during their hospital stay. The customer did not provide further information about the hospitalization. The insulin pump will not be returned for analysis.